Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR due to hospital policy. Add'l info (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "revision due to loose tibia. Insert was damaged during explant, so item number and lot code were illegible."